Event description:
It was reported that the implantable pulse generator (ipg) displayed a low battery voltage, but the elective replacement indicator (eri) status was okay and the longevity estimate was several years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated battery ref at 511. Seven of the last 8 battery voltage readings were 2.8 volts and one at 2.04 volts. Concomitant products: 3387s-40 dbs lead x 2, implanted: (B)(6) 2014, a 3708660 neuro extension x 2, implanted: (B)(6) 2014. A 37601 dbs ipg, implanted: (B)(6) 2014. 37642 neuro, programmer. (B)(4).